Manufacturer narrative:
Pump passed self-test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit was successfully download using thus software. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool revealed stuck key alarm on 20-apr-2024 at 03:40:25. However, no alarms noted during testing. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. No moisture damage noted during visual inspection. Unit also received with cracked keypad overlay, pillowing keypad overlay, scratched case and label damage (faded). In conclusion, customer concern with stuck button alarm not confirmed during testing. All buttons functioning properly during testing. Unit may have had an intermittent failure not detected during our testing. Cosmetic damage was confirmed at the keypad select button when cracked keypad overlay was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), and a keypad or button that was unresponsive/button error. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and indicated that the pump requires replacement. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and the customer response was that the device will be returned.